Event description:
It was reported that the sales rep witnessed the nurse practitioner removing a cannon ii plus catheter. The procedure was scheduled as an exchange. Patient had the cannon ii plus placed at a hospital in (B) (6) & had never gone to one single dialysis treatment. Catheter had been in 6 months & since it had never been used the dialysis center was afraid to flush heparin that had been packed for fear that it may cause damage to pt. When removing indwelling cannon catheter, the catheter was coming out smoothly, however, the cuff was totally removed from the catheter. The nurse practitioner was seriously upset & explained that during a trial of the centros catheter (another vendor's product) they ran into the exact same problems with the cuff coming off the catheter. This causes a problem for pt & difficulty for the clinician because a cut down may have to be performed. They decided to no longer use this product because of this issue. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Sample will not be returned for evaluation.